Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii was visually inspected a quite a bit of biological debris was noted in the tubing. The eds iii was set up for a flow test, per the instructions for use. It was noted that the sampling port at the bottom of the collection bag has been cut off, this was plugged up. The eds iii was then flow tested, no obstruction was noted, and the flow was normal, biological debris was collected in the collection bag with the flow. The collection bag was changed and a new one was attached, the flow test was repeated, the flow was normal. The current quality inspection for these assemblies is established to 100% test for leaks and blockages. A review of the history device records was not possible as the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported: staff reported that draining csf from the burette to the drainage bag is very slow. The drainage bag is also sticking together. Customer had been following the instructions of use and rep has also recommended priming the line but device is still draining slowly. This has been an ongoing issue for the hospital. Device is still currently connected to the patient. (During use on patient).